Event description:
Customer reported the system displays a communications error after boot up. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the interconnect cable and fluoro functions board. System operates as intended.